Event description:
Customer reported that while the operator was reviewing acquired images, all monitors went dark. Restarting systems with power off didn't solve the problem.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.